Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, the light guide bundle of the insertion section was broken, the light transmission was not provided or was too low, and the image was not displayed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction (blurry image) was traced to a broken light guide bundle in the insertion section, which resulted in absent or insufficient light transmission. Additionally, the video cable was found to be broken, preventing the image from being displayed. And the cause of damage to the fiber bonding in the outer tube area (distal end) is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope exhibited blurry image. The event occurred during inspection for use. There were no reports of patient involvement.